Manufacturer narrative:
The product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that an email was received from a physiologist with a query of premature battery depletion of the device (dual chamber ingenio). During the patient's 12 month check, a battery drain from 7yrs to 3.5yrs was observed. The physiologist stated the only thing that had changed was the ventricuar pace percentage, which had gone from 5% to 47%. Awaiting collection of data to be sent away for analysis and to attain a predicted device longevity. Efforts were made to obtain the device model/serial and date of implant, including an update on the patient and device, but the rep never responded.